Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with cefamezin (intraperitoneal), ceftazidime (intravenous), and ampicillin (intravenous) for the event. At the time of this report, the patient has recovered from the event and pd therapy was resumed. The cause of peritonitis and hospitalization were not reported. The reporter declined to provide additional information.